Event description:
Reporter indicated that while viewing a vns therapy patient's diagnostic history on his prior physician's programming handheld, it was noted that high lead impedance was obtained during a diagnostic test. Good faith attempts for additional information are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.